Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor, for more than 2 hours. The customer was therefore unable to obtain scan readings at this time, and became hypoglycemic, requiring treatment of glucose injection and food by a healthcare professional. There was no report of death or permanent injury associated with this event.